Manufacturer narrative:
A specific root cause could not be identified. A general reagent issue can be excluded as the reagent showed good precision. Additional information for investigation was requested but not provided. Based on the available information, the issue was hardware-related and resolved by the customer's maintenance. There were no further occurrences after the probe was changed. The most likely root cause was the reagent probe or the adjustment of the probe.

Manufacturer narrative:
Unique device identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer stated that they had an erroneous result for one patient sample tested for crej2 creatinine jaffé gen.2 on a cobas 8000 c 702 module. On the morning of (B)(6) 2017, the sample initially resulted as 257 umol/l with no data flag. This value was reported outside the laboratory, and the clinicians questioned the result. The patient was recalled that evening for a repeat test and the result was "normal" (value was not provided). On (B)(6) 2017, the original sample was repeated on two different analyzers. The results were 65 umol/l and 68 umol/l. No adverse event was reported for the patient. The crej2 reagent lot number and expiration date were requested, but not provided.  The original sample was checked, and was not clotted nor a short sample. All preventative maintenance on the instrument is up-to-date. The customer changed the reagent probe after the event and has performed precision checks. Alarm trace information and precision data was provided, reviewed, and within specification. The customer reports that they have had no further issues since the event.